Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received scs system on (B)(6) 2011. It was reported a surgical intervention was undertaken on (B)(6) 2011 to revise the pt's system lead. The pt had reported he felt the stimulation diffusely in the abdomen, right lower back and right anterior thigh. The x-rays confirmed the lead had migrated. The pt also reported frequent falls. During the revision, the physician repositioned the lead. The pt reported effective coverage in the desired areas. No further pt complications were reported.